Event description:
Reporter alleged the needle from the softclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device. Reporter stated he discarded the device, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in the (B)(6). No information was provided on the specific part number involved in this event. Absent the device lot number, manufacture date cannot be determined.